Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device does not fully penetrate the skin when she attempts to obtain a blood sample. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started on (B)(6) 2012. The patient reportedly manages her diabetes with diet, exercise and oral medication. The patient claimed that she continued her normal diabetes management despite the alleged issue starting. The patient approximately 1 week after the alleged issue began she began to feel "shaky," however, she denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that there was no misuse to the subject device and that it was the first time the patient was using the subject advice. The cca also confirmed that the patient was using the correct lancets. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.